Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: a review of the black box data showed a sudden voltage drop on 09/13/2015 leading to a low battery warning and replace battery alarm. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be above specifications. The continuous glucose monitoring circuit was disconnected from the printed circuit board and the current draws returned to specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.